Manufacturer narrative:
The biomedical technician found defective welds at the side rail pivots. A new side rail was ordered to repair the bed.

Event description:
Information received indicates the right side rail has broken welds at the pivots and will not latch.